Event description:
The connex spot monitors' power supply rubber feet and the connex vitals monitors' chassis rubber feet are melting. The melting rubber is dripping down onto the devices' wall brackets, mobile carts, the wall, or onto the medical gas connections. It appears the rubber melting is due to the heat generated by the connex spot monitor 35-watt power supply and the connex spot monitor bottom chassis. The melted rubber is difficult to remove from surfaces and the human skin. Even after using warm water and soap for the human skin, the melted rubber residue lingers. Staff, patients, and families could potentially get this melted rubber on their bodies, or they could cross-contaminate device sensors or consumables.